Manufacturer narrative:
The approximate age of the device is 23 days. The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted due to a gi bleed. The pt was readmitted and treated. No aspirin, but the pt was given octreotide.